Event description:
During injection of patients wrist, needle leaked a couple drops of solution. Dr was able to finish patients' injection. Needle was removed and incident reported. Other needles from lot were tested with no issues noted.